Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: access site pain, thrombus, pseudoaneurysm. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the arteriotomy site was painful. Five days later, the pt presented to the ER with increasing groin pain. An angiogram detected thrombus from the external iliac artery to the common femoral artery arteriotomy site. A surgical cut-down was performed revealing that the clip caught a layer of fascia, causing a pseudoaneurysm. The thrombus was removed and the vessel was surgically repaired. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.